Event description:
It was reported to boston scientific corporation in 2008 that an injection gold probe device was used during an esophagogastroduodenoscopy procedure performed in 2008. According to the complainant, while inside the patient, "the probe would not get hot". The device was removed and replaced with another injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.